Event description:
It was reported that during a general procedure, the tissue pad completely detached, but was retrieved. It is not clear if it fell into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The tissue pad of the device was in good physical condition and not detached as reported. The device was tested with a generator and was functional, in addition, the device activated with both max and min buttons. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 4-23-2012. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.